Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported. Data was reviewed on (B)(6) 2016. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined.